Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that in plif (l4-s), the cage was broken during inserting into l5-s from the right lateral. There was possibility that the surgeon applied much force and twisted a little. The surgeon removed the broken cage and used a spare product and the procedure was completed. There was no adverse consequences to the pt.